Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a pre-syncopal episode, but did not lose consciousness. Upon interrogation intermittent right ventricular (rv) loss of capture (loc) was observed. There were slightly elevated threshold measurements and all other measurements were within normal limits. An x-ray was taken where both the rv and ra leads appeared to have less slack than expected. Good tissue contact was seen on the x-ray. A possible micro-dislodgement or intermittent micro-dislodgement was thought to be the cause as the patient has been doing vigorous upper body exercises and arm movements since implant. The patient was connected to external pads for back up support and transferred to another hospital. When the patient arrived at the new hospital, no further capture issues were observed on the rv lead. All measurements on the ra lead continued to be good. It was noted that the patient has a petite body frame and has been overly active since getting the pacemaker implanted. A revision procedure was performed where the rv lead was explanted and replaced. During the procedure slack was also added to the ra lead and it remained in service. No additional adverse patient effects were reported.